Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer crashed was not confirmed. Continuation of d10: product ID w3dr01, serial# (B)(6), implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application took an extended period of time to save the report, the screen froze when formatting the report and when selecting the cancel button the application crashed. This occurred while attempting to interrogate the implantable pulse generator (ipg), which exhibited an incidence of superimposed markers, a missed atrial tachycardia/atrial fibrillation (at/af) episode termination marker. The mobile programmer remains in use. The ipg remains in use. There was no patient involvement. No patient complications have been reported as a result of this event. 2022-05-17 it was further reported that the ipg was successfully interrogated by a second programmer.